Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the thigh on (B)(6) 2016. It was reported that the patient experienced reactions from multiple sensors for approximately 9 months and that the reactions usually occur within the first 24 hours. Reactions were described as bright, red welts with occasional blistering that are itchy and weep upon sensor removal. Reactions occurred under the sensor adhesive. Additionally, patient had reactions reviewed by their pediatrician, a pediatric diabetes nurse specialist and wound care specialist. Treatment has included topical steroids, skin swabbing for colonization/skin infection, antimicrobial bathing and antibiotics. Multiple dressings have been investigated to determine if the allergy is specific to dexcom adhesive/dressing and it was found that mepitel is the best option to sandwich between dexcom dressing and skin. Additional event or patient information is not available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.